Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges.) No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from (B)(4) over night and the pump shut off due to insufficient power. The customer's blood glucose (bg) level was over 500 (mg/dl) with ketones and correction bolus was delivered to address bg level. During troubleshooting with tandem customer technical support (cts), review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Cts educated the contact that the battery depleted as expected based on the customer's pump settings and usage. Contact acknowledged.